Event description:
It was reported to nova biomedical that a consumer received a blood glucose result of 256 mg/dl. Based on that result, the consumer administered 18 units of insulin at 11:16 pm and then went to bed. At 2:15 am, the consumer's spouse called the emts because she said "he was jerking". The consumer experienced a hypoglycemic event which required medical intervention. The consumer's spouse tested the consumer getting a result of 200 mg/dl at 2:31 am before the emts arrived. When the ambulance arrived, they tested the consumer getting a result of 40 mg/dl on their blood glucose meter, they treated him with IV glucose. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.